Event description:
In 2008, the lay-user/pt contacted lifescan (lfs) alleging that the one touch ultramini meter has display issue (frozen display). After the reported issue began on the same day at 4pm, the pt developed symptoms described as "shaking." The pt denied receiving any medical intervention and did not take any action in regards to diabetes treatment as a result of the reported issue. The pt did not test on another meter at the time of concern. It would have been helpful to obtain the following info: diabetes medication regimen, time and date of when symptom began, food intake, and lfs meter readings obtained prior to the symptoms. The medical affairs specialist was unable to reach the pt to obtain this add'l info. During troubleshooting, the reported issue was not resolved with training. Based on the info provided, there was no evidence of product misuse. This complaint is being reported because the pt claimed she experience symptoms that can be associated with severe hypoglycemia after the reported issue began. Replacement products were sent to the pt.